Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end had a burn. A root cause for the reported event could not be identified. Based on the results of the investigation, the most likely cause was also not established. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the IFU operation manual ¿3.3 inspection of the endoscope¿. The prevention method is described in the IFU operation manual ¿4.3 using endotherapy accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burnt distal end. There was no patient involvement.